Event description:
The patient had full revision surgery and their lead was twisted and broken in several locations. Good faith attempts have been made for product return and thus far it has not been returned for analysis.

Event description:
Additional information was received from the patient's treating physician. It was reported that the patient did not report not feeling stimulation. The date their seizure increase started is uncertain, maybe 3-6 months. (B)(6) 2011, was the last time diagnostics were performed on their device that were within normal limits. The patient's increased seizures are being attributed to their high lead impedance. Surgery is not scheduled at this time.

Event description:
Aa neurology office reported that they had a vns patient with high lead impedance. Guidance was provided to program their vns off and order x-rays. There was no known head/neck trauma preceding their high impedance event. The patient does have drop seizures. The vns had been helping the patient. The patient would have a seizure, one every 3 weeks prior to vns and was at one every 6 weeks with vns. Recently the patient was back to one every 3 weeks possibly due to their loss of therapy from the high impedance. The patient also reported that they would swipe their magnet and she wouldn't feel it. Surgery will be planned. A surgical date is not set at this time. Good faith attempts are underway for further details about the reported event.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.